Event description:
This report is being filed after subsequent review of the following journal article: lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. A (B)(6) female with diabetes that had failed 7 previous operations and received multiple courses of antibiotic for staphylococcus aureus was presented with a persistent subtrochanteric right femur non-union and broken hardware. A bone graft was harvested without complication from the left tibia using the reamer-irrigator-aspirator (ria) system. On postoperative day 8, the patient developed significant pain and could no longer bear weight. Radiographs demonstrated a spiral fracture of the distal tibial shaft. This report is for an unknown ria system. A copy of the journal article is being submitted with this medwatch. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown reamer-irrigator-aspirator system. The device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.